Manufacturer narrative:
The pump ((B)(4)) was returned for analysis and no anomalies were found. The catheter ((B)(4)) was returned for analysis and damage to the transition tube was found.

Manufacturer narrative:
(B)(4) 11 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Information was provided by a manufacturer's representative regarding an implantable pump intended to deliver lioresal, 2000 mcg/ml at 400 mcg/day, indicated for intrathecal baclofen therapy. It was reported that there was difficulty injecting contrast at the catheter revision. It was reported that the patient experienced increased spasticity, despite dose escalation. It was noted that aspiration of the catheter was successful, but the issue was encountered when injecting contrast at the catheter revision. It was stated that the cause of the injecting difficulty could not be determined. It was reported that the pump and catheter were replaced on (B)(6) 2016. The patient's status was reported as alive-no injury, and the issue was considered resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.